Manufacturer narrative:
The actual device was not available; however, a photographs of the sample was provided for evaluation. During visual inspection of the provided photos the products were found wet. In one product a black particulate matter was visible. The reported failure could be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two units of polyflux 14l had a black foreign matter inside the cap of the dialyzer and the other dialyzer had a hair inside the cap which were noted during priming. There was no patient involvement. No additional information is available.